Manufacturer narrative:
The product was unavailable for return. Therefore, an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that the shunt was found broken and replaced. According to the report, the connector between the valve and peritoneal catheter was cut off and the peritoneal catheter had dropped into the patient's abdominal cavity.